Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) response buttons were non-functional.